Event description:
The hcp reported the pt exhibited withdrawal symptoms (unspecified). The pump was programmed to deliver morphine at 14mg/day (concentration 20mg/ml).\ and bupivicane at 14 mg/day (concentration 20 mg/ml). At the last pump refill visit, the expected volume in the pump was 12cc, the actual volume removed from the pump was 40cc. Evaluation and troubleshooting steps reported by the hcp included review of programming and pump data logs, and a dye study of the catheter. The programming was verified as correct and the catheter study confirmed patency. Oral methadone was administered to manage symptoms. Programming a therapeutic bolus in a safe dosage range for this pt and observing for clinical response, and a pump roller study are being considered. No add'l info has been received and the device remains implanted at the time of this report. A follow-up report will be sent if add'l info becomes available.